Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery failure. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a battery failure. A service proposal for repair was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer has not accepted the service proposal yet. The investigation is ongoing.

Manufacturer narrative:
Per follow-up good faith effort (gfe) response received 09jan2025, the customer did not approve the service proposal. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.